Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "rupture" of saline device. Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported, right side "rupture" of saline device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening striated on anterior side assessed, as surgical damage. And observed, crease smooth opening on posterior assessed, as fold flaw opening. Additional observations: crease fold observed, yellow particles observed. No further actions are required, as the device was implanted.